Event description:
Customer stated "unit will jump from coag to cut on its own." Reference repair order #: (B)(4). Ref. (B)(4).

Manufacturer narrative:
Ref (B)(4). *investigation: x-inspect returned samples *analysis and findings a review of the 2 yr complaint history reveals no similar issues. This unit was manufactured in june 2013. Service & repair did not confirm the complaint. The unit functioned to specifications free of defects. The unit was returned to the customer. Afterwards, the customer had the same issue again, and returned the unit. This time, however, it was returned with the integration unit, the handle pedal and the power cord. No defects were noted and the complaint was not confirmed. Given, the unit and the system was not confirmed to have an issue the root cause for this complaint is being attributed to end user error. *correction and/or corrective action the unit was confirmed to operate with normal output and returned to the customer at a charge. No repairs were required. After the 2nd return in december of 2018 an in-service by a rep was suggested to the customer. This complaint will be entered into the coopersurgical continuous improvement plan (cip). No applicable correction available to train to. *was the complaint confirmed? No. *preventative action activity coopersurgical will continue to monitor this complaint condition for any trends.

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation is completed a follow-up report will be filed. (B)(4).

Event description:
Customer stated "unit will jump from coag to cut on its own" reference repair order # (B)(4). (B)(4).